Event description:
Our sales rep reported that during a rotator cuff procedure, metal shavings from a lupine spiral fluted drill bit were seen in the patient. The surgeon removed the debris from the patient, and completed the procedure with no harm or consequence to the patient. The sales rep reported that the complaint device was over three years old and it has been discarded.

Manufacturer narrative:
Nothing is being returned, which precludes conducting a physical evaluation. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this, however, other similar devices with the same failure mode have historically been attributed to the following hypothesis: we believe that this type of event is most likely technique related, extensive lab testing has shown that under normal conditions the reported event mode could not be duplicated, however, under extreme conditions, that is when the drill guide was bent during drilling with a drill bit, this caused the drill bit to rub against inner surface of the bent drill guide causing some metal to shave off of the drill guide, the reported condition was then duplicated. Outside of this hypothesis and consideration, we cannot discern any other root cause for the reported issue. At this point in time, no corrective or further action is warranted, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.